Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 579 mg/dl. The customer felt weak and dehydrated. The customer was treated for their blood glucose with IV fluids. Customer declined to check their pump programming to ensure all programming is correct. Customer states his insulin pump has been giving errors in the past. The customer was wearing the insulin pump during their hospital stay. Customer is unable to remove/change set at this time. Customer declined to check their pump programming to ensure all programming is correct. The customer did not return the product back for analysis.